Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). The band/balloon with 10.6cm of catheter, the injection port with the locking connector and one piece of catheter (27cm in length) were returned for analysis. Upon visual inspection, it was noted that the area where the buckle meets the reinforcing band was damaged. It was also noted that three fold lines were present on the balloon, these fold lines were localized at 5.5cm , 7cm and 8.4cm from the catheter connection. (Per visual inspection no puncture or tear were observed on the balloon), the end of the catheter from the band/balloon was cut. The injection port septum had 15 punctures. The actuator ring was returned in the unlocked position and the hooks were retracted. The injection port was returned attached with two (2) sutures blue, this suggest that the port has been sutured, therefore no functional test of the injection port was performed. Upon microscope inspection, no tear or puncture were observed on the catheter. It was noted that one extremity of the catheter (27cm in length) the presence of the connection barb was evident a leak test was performed on the balloon with a successful result, no leak was observed on the balloon and catheter. A blockage test was performed on the injection port with a successful result no blockage was found. A leak test was performed on the injection port with a successful result. No leakage was found. The product's analysis concluded that that a damage was observed in the area where the buckle meets the reinforcing band. However, no leakage was found in the balloon. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Therefore, it is unlikely that the manufacturing process has contributed at this issue. An engineering study was performed by the component engineer and it is was noted that this type of failure mode can happen when the buckle area is damaged (e.g damage performed by surgical grasper or surgical scissor during implantation), which can lead to failure in this area.

Event description:
It was reported that post implant a laparoscopic adjustable band procedure, the device was removed due to the patient was not losing weight. The doctor ran a series of tests and then checked the band under fluoroscopy and found that there was a tear in the band. The band was replaced with a competitors lap band. There was no adverse consequence to the patient.